Event description:
Tss syndrome [toxic shock syndrome]. High fever [pyrexia]. Temperature about 40 [body temperature increased]. Low blood pressure [hypotension]. Heart rhythm disorder[arrhythmia]. Disturbed heart rate [heart rate abnormal]. Fainting [syncope]. Feeling faint [dizziness]. Swollen joints [joint swelling]. Muscle pains [myalgia]. Diarrhoea [diarrhoea]. Rash on lower legs [rash]. Bottom legs - skin irritation [skin irritation]. Skin is peeling/fingers, toes and soles of feet peeling [skin exfoliation]. Problems with her fingers [unevaluable event]. Case description: a male consumer reported that his daughter, a female consumer of unknown age, used tampax tampon, version/absorbency/scent unknown, number and frequency of applications unknown, on unspecified date(s) and experienced toxic shock syndrome. He reported that his daughter was hospitalised in intensive care for three days. Medical history: no information was provided. Concomitant medication: no information was provided. The outcome of the case was: unknown. No further information was provided. On (B)(6) 2010 a follow-up call was received from the initial reporter, the consumer's father. He reported that his daughter, aged (B)(6), used tampax tampon, version/absorbency/scent unknown, number and frequency of applications unknown, on unspecified date(s): on an unspecified date in (B)(6) 2010, she experienced toxic shock syndrome three to four days after the last application of the product. The consumer additionally experienced a high fever, with a temperature of over 40 degrees for three days, low blood pressure, heart rhythm disorder, heart rate disorder, fainting, feeling faint, joint swelling, muscle pain, diarrhoea, rash and skin irritation of the lower legs and skin peeling on the fingers, toes and soles of her feet. Initially, the consumer was seen by four doctors before her toxic shock syndrome was diagnosed. The consumer was hospitalised on (B)(6) 2010 through (B)(6) 2010; she spent two and a half days in intensive care. No details of treatment received were provided. Medical history: no information was provided. Concomitant medication: no information was provided. The outcome of the case was: unknown. No further information was provided. On (B)(6) 2010 a further follow-up call was received from the initial reporter. He stated that his daughter additionally experienced "problems with her fingers" (unevaluable event) where the skin had peeled off. It was reported that she was on very strong antibiotics. Medical history: no information was provided. Concomitant medication: no information was provided. The outcome of the case was: unknown. No further information was provided.

Manufacturer narrative:
Lot number was not provided by consumer, therefore, unable to proceed with product investigation. Procter & gamble (p&g) is submitting this report only because it believes an event that meets the requirements of 21 cfr part 803 may have occurred. This does not mean that p&g believes the device manufactured by p&g may be defective or has malfunctioned, or that a tampax product was in fact associated with an actual consumer injury. Consequently, this report must not be construed as an admission of any kind by p&g. (B)(4).